Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 12, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 11, 3331, 170, 25). Method code #1: 10 - testing of actual/suspected device method code #2:11 - testing of device from same lot/batch retained by manufacturer method code #3:3331 - analysis of production records results code: 170 - manufacturing process problem identified conclusions code: 25 - cause traced to manufacturing. The affected sample was inspected upon receipt. It was observed that an attempt to stop a leak was made at the bonding point. The material was removed and it appeared that the arterial sampling pigtail had bonding material on it however, it did not seem sufficient. A representative retention sample was reviewed with no deficiency noted in the area of the arterial sampling line. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the arterial outlet leaked. No consequences or impact to patient. The product was changed out. The surgery was completed successfully.